Event description:
It was reported that the pump head impeller of an xlung kit 230 stopped making noise about one hour after extracorporeal membrane oxygenation (ECMO) support began. There was reported to be a component defect with the impeller. There was no leaking reported. Afterwards, blood flow could not be obtained and the treatment was subsequently terminated. The operator was unable to return the patient's blood and the event resulted in about 800 ml of blood loss. The treatment was resumed on a different manufacturer's device. No further event details could be provided. The sample was reportedly available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4, d9, h3 plant investigation: the pump head of the xlung kit 230 was returned for physical evaluation. The pump head was well rinsed; no blood residue or clots were visible. During a visual inspection, it was noticed that there was no space between the rotor and the inner housing of the pump head. The bearing on the rotor was damaged. The ceramic ball at the tip of the rotor sunk into the material of the rotor. The top of the pin of the inner housing was damaged and grind marks were visible on the inner housing where the rotor had rubbed against the inner housing during rotation. Due to the damaged bearing, the function of the pump became impaired which may have led to the described noise and caused the rotor to stop. The bearing is cooled by the flow of liquid. If this is interrupted, the bearing may become damaged. This can be caused by clots forming inside the pump head or by large amounts of air being sucked into the pump head. Although it was stated that about 800 ml of blood was lost, there was no leakage from the circuit and only one full circuit of blood was lost. Knowing this information, the maximum possible blood loss volume was 670 ml, which is the volume of the circuit. The log files of the console were not available for review. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. No nonconformities were found during review of the manufacturing records. The reported problem occurred due to a mechanical failure; however, a cause for the reported failure could not be established.

Event description:
It was reported that the pump head impeller of an xlung kit 230 stopped making noise about one hour after extracorporeal membrane oxygenation (ECMO) support began. There was reported to be a component defect with the impeller. There was no leaking reported. Afterwards, blood flow could not be obtained and the treatment was subsequently terminated. The operator was unable to return the patient's blood and the event resulted in about 800 ml of blood loss. The treatment was resumed on a different manufacturer's device. No further event details could be provided. The sample was reportedly available for manufacturer evaluation.